Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested: a 2-3 mm opening was observed in the proximal part of vessel. There were staples on one side of vessel and none on the other. The vessel was sutured. He also confirmed that the tips were completely visible, and the vessel was right in the middle of the jaws.

Event description:
It was reported that during a liver resection, doctor used a pve35a to resect the portal vein. The device fired properly, but when he opened, the staples were formed correctly but did not attach to the tissue. The vein was not properly closed. Doctor had to use suture to close the vein.